Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: investigation revealed unresponsive keypad buttons. Upon removal of the keypad cover, no damages were noted to the button contacts or to the keypad flex cable. However, when the pump was opened up, corrosion was observed on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down, up and ok keypad buttons were under-responsive to user inputs. This complaint is being reported because the alleged issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.